Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge leaked from the septum during the fill process. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving this issue. Customer's blood glucose level was 128 mg/dl.